Event description:
It was reported that intermittent occlusion alarm's occurred. Customer changed the pump supplies to address the issues. A system check was being performed by tandem technical support (tts), however the customer was unable to complete the check at the time of call. Multiple attempts were made by tts to complete the check, however no response was received. Customer's blood glucose was 170-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted .